Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy during an episode of ventricular tachycardia (vt). Review of the episode indicated the gradual onset may have contributed to the device withholding therapy. The vt episode ultimately self-terminated. The ICD remains in use. No further patient complications have been reported as a result of this event.